Event description:
It was reported that the patient with this pacemaker experienced an infection. Surgical debridement was performed, but the bacterial infection persisted. As a result, this device was successfully explanted. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.